Event description:
It was reported that during surgery, the surgeon attempted the fixation using a healicoil knotless anchor; however, the suture pulled out while the anchor remained seated in the bone. The surgeon expressed dissatisfaction with the performance of the device, as the anchor did not maintain suture fixation as expected during use. The procedure was performed with a change in surgical technique. It is unknown if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder cuff repair, while tensioning the construct, the surgeon observed that when pulling on the distal end of the suture of healicoil knotless anchor, the suture pulled out of the anchor without the anchor detaching from the bone. The unsecured anchor was not removed from the patient's bone. The surgeon expressed dissatisfaction with the performance of the device, as the anchors did not maintain suture fixation as expected during use. The procedure was performed, without any delay, with a change in surgical technique. Another bone hole was drilled and there was a void left. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: b5 and h6: health effect - clinical and impact code.